Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found the tensile strength, and material specifications are verified for compliance. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the surgeon prepped bone with the opus speedscrew tap and upon inserting anchor, the peek body snapped, the anchor and remnants were removed and a second anchor used with no issues, the original bone hole was used. Surgical delay or less than or equal to 30 minutes reported. No patient complications reported due this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.